Manufacturer narrative:
Manufacturer record review: a review of the mfg lot database for the one reported lot # 2752040 (mfg:10/2013) shows (B)(4) units were mfg tested inspected and released. There were no exception documents generated during the mfg lot build. Findings: the involved tego connector was not returned for analysis and confirmation. The exact cause of the reported event, product issue is unk. Eval code - method: previous investigations of reported tego leakages have identified usage related component damages as contributing causes. Although not always repeatable component damages that were replicated were attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including: off center insertions and or off-center access with a long male luer slip type connector (s) while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard.

Event description:
Intl (B)(6). Complaint received concerning leakage issues with use of d1000 tego connectors. The info (as translated) describes one incident that occurred on (B)(6) as follows: "blood leak on the tego cap in place. On arterial branch." The tego connector was ". Initially placed on (B)(6), three dialysis sessions were realized with the same cap." The distributors report also notes ".. Several incidents occurred, but we don't know the lot number concerned.." Tegos were removed and replaced, patients returned to baseline status. The involved tego connectors were reportedly discarded. Although add'l info and return of same lot tego samples were requested, as of date of this report there has been no response.